Manufacturer narrative:
During the repair, the product has been analyzed and tested. The visual inspection showed that it had a strong dent close to the push button and the spray plate. This indicates that it received a strong external hit, e.g. A drop. This dent caused the push button to stick in, which caused unusual inner friction and hence heat up of the product. A short test run showed that the heat up was reproducible. Handpiece was completely running out of specification due to worn out bearings and further defects. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a call with the dental office, doctor stated that colleague faced the problem that a handpiece heated up during a dental treatment and burned the patient on the left side of the tongue. Further details are not known / supplied, hence 'date of event' and 'age of patient' is best estimate.